Event description:
On 11/15/2024, it was reported by a sales representative via email that the needles from an ar-3670 fibertak biceps implant system fell off before the implant was deployed. This was discovered during a proximal sub pec bicep tenodesis procedure on (B)(6) 2024. The case was completed using the free needle provided in the kit.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.